Event description:
It was reported that patient symptom started following a fall and symptoms reported had gradual onset. The patient fell on the side of the implant and started physical therapy in (B)(6) 2015. The patient issues with stimulation began in (B)(6) 2015. She saw the surgeon and he said no urinary tract infection (uti) was present and nothing was wrong with the lead. Everything seemed to be connected. He sent her to hospital, they reprogrammed everything. Her system was overcharged and the numbers were too high. All 4 programs were reprogrammed. This reprogramming was the beginning of march. She got her up and running and she felt like a new person. Legs and fingers are now tingling. She went to program 4 at 3.1. Tried to stimulation herself this morning and blew herself off the couch, it was too strong. Last night got up to go to the bathroom about 8 times. The patient indicated that when working correctly this does not happen. ¿it comes out like a flood." Program 1 was working well but she started having more urgency. She was 4.4 v on program 1. So she tried program 2 and it did not work for her. She went to program 3 and it lasted for a while. She switched to program 4 this morning at 3.1 v. She could not walk and had tingling in her feet. She went through 7-10 pants night prior to this call. She does not drink after 5 pm so she knows that it not the issue. Prior to the fall, therapy was going very well, she stated the implantable neurostimulator was a miracle. These sounds like it could be related to the fall due to the onset of the symptom in correlation with the fall and the intermittent stimulation. The patient agreed and stated she would call both the surgeon and the nurse. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v704349, implanted: (B)(6) 2014, product type lead. (B)(4).